Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed that the qrs complexes were coming in below the lower reasonable limit lower rate and the atrial sense was coming in at just above 60 beats per minute. Based on the timing it appeared that this was due to t-wave oversensing of the right ventricular lead. Programming options were discussed. The ipg and lead remains in use. No patient complications have been reported as a result of this event.